Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative calibrated the power output to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on january 31, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser power output falling out of calibration over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a photocoagulation procedure, the laser power was low. The surgeon increased the power to complete the case. There was no patient harm.